Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and white drug residue next to the fill port and the blue winged luer cap was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors leaked. The issues were noticed upon unpacking the delivery, before patient use. Two (2) devices leaked from the blue winged cap connected to line and one (1) device leaked from the top by the clear cap (fill port). The devices were filled with 3150mg fluorouracil and saline having a total volume of 115ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during unspecified date of october 2025. Should additional relevant information become available, a supplemental report will be submitted.